Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Left hip revision. Patient called inquiring if devices are part of the recall. Had both left hip primary surgery (B)(6) 2011 for a total hip replacement. Patient had revision surgery due to stem sliding out by another surgeon in (B)(6) 2013. (Both left & right surgeries were 3 days apart). Patient stated the citation tmzf stem was explanted. States he is in constant pain and also going to see an attorney (B)(6) 2017. Patient reported, he had left tha surgery on (B)(6) 2011 and right tha on (B)(6) 2011. After surgery patient felt one leg was longer than the other; he is unsure as to which leg felt longer. Patient fell and fractured leg which led to revision. Patient's left hip was revised on (B)(6) 2013 and 2 to 3 days later the right hip was revised. Patient stated that when he was revised surgeon stated that his implant was sliding in and out.